Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that shocking impedances on the non boston scientific right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) were rising for four days before reaching greater than 200 ohms. The patient was admitted to the hospital for further evaluation. Boston scientific technical services (ts) provided troubleshooting advice. No adverse patient effects or additional interventions were reported. The crt-d and non boston scientific rv lead remain in service.